Event description:
It was reported that this pacemaker previously exhibited an alert for high out of range pace impedances on the right ventricular (rv) lead. At this time, the pacemaker remains in service. The rv lead was another manufacturer's product and it was later surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously exhibited an alert for high out of range pace impedances on the right ventricular (rv) lead. At this time, the pacemaker remains in service. The rv lead was another manufacturer's product, and it was later surgically abandoned. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced due to normal battery depletion. No additional patient adverse effects were reported. The device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as coding was updated.